Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the customer's site for evaluation of the iabp. The fse replaced the scroll compressor and the reported issue was resolved. Visual inspection, functional tests and safety tests were also performed by the fse and no problems were found. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a "maintenance required" message. The iabp was then swapped to continue therapy. The iabp was taken to a getinge field service engineer (fse), who then replaced the scroll compressor; upon powering up the iabp generated an "error # 14." There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a "maintenance required" message. The iabp was then swapped to continue therapy. The iabp was taken to a getinge field service engineer (fse), who then replace the scroll compressor; upon powering up the iabp generated an "error # 14". There was no harm or injury to patient and no adverse event was reported.